Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), arthralgia ("hip pain"), alopecia ("hair loss"), menorrhagia ("period got longer and heavier") and diabetes mellitus ("diabetes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain, fibromyalgia, menorrhagia, weight increased and diabetes mellitus outcome was unknown and the alopecia was resolving. The reporter considered alopecia, arthralgia, diabetes mellitus, fibromyalgia, menorrhagia, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Event added- weight gain, diabetes. Reporter information were added. Event pain updated to pelvic pain female. Event medical device removal deleted and surgery added to pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), arthralgia ("hip pain"), alopecia ("hair loss"), menorrhagia ("period got longer and heavier"), diabetes mellitus ("diabetes") and dysgeusia ("no longer having the metal taste soon") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain, fibromyalgia, menorrhagia, weight increased, diabetes mellitus and dysgeusia outcome was unknown and the alopecia was resolving. The reporter considered alopecia, arthralgia, diabetes mellitus, dysgeusia, fibromyalgia, menorrhagia, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-may-2020: information received via social media. Event "dysgeusia" was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fibromyalgia ("fibromyalgia"), arthralgia ("hip pain"), pain ("pain"), alopecia ("hair loss") and menorrhagia ("period got longer and heavier"). Essure was removed. At the time of the report, the medical device removal, fibromyalgia and menorrhagia outcome was unknown and the alopecia was resolving. The reporter considered alopecia, arthralgia, fibromyalgia, medical device removal, menorrhagia and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Case was updated to serious incident. New events essure removed, hair loss, period got longer and heavier were added. Reporter added. On 23-mar-2020: social media content received: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.